Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer representative (rep) concerning patient with implantable neurostimulator (ins) for spinal pain. It was reported the ins was being replaced (B)(6) 2018 due to early end of service (eos). The patient had been non-compliant. No patient symptoms were reported. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative (rep) indicated that they do not know who was initially informed of the event. They stated that to their knowledge, the patient¿s battery needed to be replaced, and there were no issues with the therapy. The replacement was done. No further complications were reported or anticipated.